Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. The patient lost consciousness and woke up in the hospital. The blood glucose results were not provided. The type of treatment the patient received at the hospital was unknown. The patient is currently still in the hospital. No further information was provided.

Manufacturer narrative:
Correction - the manufacturing site name was updated in section g1. Additional information was provided regarding the event. The paramedics found the patient passed out with a blood glucose result of around 590 mg/dl. The infusion device was off with no insulin in the cartridge. The patient's blood glucose level increased to 900 mg/dl when the patient arrived at the hospital. At the hospital, the patient's family was informed that something was not right with the infusion device but details were not provided. The patient was at home being treated by a home nursing service with insulin pen therapy three times a day.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.